Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification a tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the firing mechanism on her adc lancing device was not working and she was therefore was unable to check her blood glucose. On (B)(6) 2021, the customer experienced sweating and seizures and was unable to self-treat, requiring treatment of "glucogen liquid" by her husband. No further information was reported. There was no report of death or permanent injury associated with this event.